Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that prior to implantable cardioverter defibrillator (ICD) implant, wireless telemetry with the programmer could not be established with numerous troubleshooting steps taking place. The device was not used and a different device was able to establish telemetry with a different programmer, and was successfully implanted. No patient complications have been reported as a result of this event.